Manufacturer narrative:
The reported event of the screwdriver tip breakage can be confirmed. The tip was received broken. The missing fragment was not received for investigation. The screwdriver coupling end was eroded. The laser engraving was damaged. The color coding (yellow and black lines) was damaged: peeled off or missing. Scratches and marks were additionally found on the shaft. Based on the investigation, the root cause damage to the broken tip was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time. Instructions for cleaning, sterilization, inspection and maintenance guidelines to check proper functionality of the medical devices content ID: ot-rg-1 rev. 1, 06-2015 were reviewed. Stryker trauma & extremities does not typically specify the maximum number of uses for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date.

Event description:
The driver tip was found to be broken before surgery. Another device was used during the procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The driver tip was found to be broken before surgery. Another device was used during the procedure.